Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: event date? Most probably (B)(6), exact date not confirmed as the surgeon informed me on (B)(6). Procedure name? Tkr. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ug/m.

Event description:
It was reported that a patient underwent a total knee replacement surgery on (B)(6) 2021 and barbed suture was used. During the capsule closure, the barbed suture broke. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.